Event description:
Caller provided device serial number. Caller indicated that patient has had multiple rv defib impedances measure oor. Asked for review. R: reviewed lead trends and noted that drops in rv defib impedance are likely associated w/ some sort of insulation breach. Noted that rv pacing impedances are stable. Riata leads have history of conductor externalization. Consider cxr to check for externalization. No risk of oversensing at the moment, as patient programmed bipolar sensing/pacing. Physician decision on how to proceed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).